Event description:
It was reported that the caller stated "the first one didn't work." The cause of this event was the "poorly positioned initial lead." The issue was due to "poorly placed initial surgery." The impedance measurement was normal. The signs and symptoms associated with the report was failure to control parkinson's symptoms. The new doctor performed a lead revision and the lead was working. The patient's outcome was no injury.

Manufacturer narrative:
Product ID, 37642 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 37085-60 lot# serial# (B)(4), implanted: explanted: product type extension product ID, 3387s-40 lot# v571557 serial#, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4).